Event description:
It was reported that the patient had an urinary tract infection and it was due to the purewick female external catheter. Representative advised that the purewick urine collection system did not caused urinary tract infection. Patient confirmed that they were only using one wick per night. Also using regular pads during the day. They did not seem to be placing the wick properly. Representative advised this could be an issue. Patient had suspended use. Representative advised if the patient got another urinary tract infection without using the purewick, then they would know that the purewick was not the cause. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. As per follow-up via phone 01aug2022, it was reported that patient was prescribed an antibiotic to treat the urinary tract infection but the name of the medicine was unknown. The customer stated they were no longer using the purewick.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had an urinary tract infection and it was due to the purewick female external catheter. Representative advised that the purewick urine collection system did not caused urinary tract infection. Patient confirmed that they were only using one wick per night. Also using regular pads during the day. They did not seem to be placing the wick properly. Representative advised this could be an issue. Patient had suspended use. Representative advised if the patient got another urinary tract infection without using the purewick, then they would know that the purewick was not the cause. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.per follow-up via phone (B)(6) 2022, it was reported that patient was prescribed an antibiotic to treat the urinary tract infection but the name of the medicine was unknown. Customer stated they were no longer using the purewick.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.